Event description:
It was reported that a day post implant, the patient received a vibratory notifier for high, out of range pacing lead impedance. Subsequent measurements were all in range. Lead remains implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.